Event description:
During a transfer from wheelchair to bed, staff members were pushing on the residents sling and lift base legs to aid in the turning of the lift, causing the lift to tip and cause minor injury to the resident. Facility maintenance staff inspected lift and found no structural defects. Attempts to replicate incident were unsuccessful. Apparent cause of incident is user error. Staff members were re-trained by staff development and representative of lift supplier.